Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the pvl is unknown, however, may be due to patient factors not provided (calcification) and/or procedural factors not provided (valve not fully expanded, malposition).  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by field clinical specialist (fcs), on the two year follow up, the patient had paravalvular leak (pvl). It was post dilated with a non-edwards balloon. The pvl resolved with no central aortic insufficiency (cai) noted. Regarding the cause of the late pvl, the implanting physician stated it was due to ¿valve recoil¿.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.